Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed control panel. Device has returned to service. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d,e,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device touch screen had a spot on it that were not responsive. Unable to be resolved with touch screen calibration. They also stated that visible dent could be seen on the screen itself. Stated they would order and replace the control panel onsite. Per follow up information received via phone on 04nov2024, it was reported that the control panel had been replaced onsite. This resolved the touchscreen and dent issue. Device has returned to service.

Event description:
It was reported that the arctic sun device touch screen had a spot on it that were not responsive. Unable to be resolved with touch screen calibration. They also stated that visible dent could be seen on the screen itself. Stated they would order and replace the control panel onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.